Event description:
It was reported that the user experienced an occlusion alert on the ilet pump while wearing a cartridge and infusion set, dismissed the alert, and subsequently observed hyperglycemia with a glucose of 261 mg/dl about an hour after dinner; after discussion, the user performed an infusion site change, resumed insulin delivery, and later reported glucose trending down, though the user remained concerned about supplies from the same lot. Symptoms included no clinical signs, symptoms, or conditions beyond elevated glucose reported by the user. Outcomes included no health consequences or impact. Investigation included communication with the user, analysis of information provided by the user, and review for device issues. Investigation of this case revealed no device problem found, with insufficient information to identify a specific component issue and a user-reported lack of effect prior to the site change that resolved with time and therapy continuation. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.